Manufacturer narrative:
Investigation summary: the report of a low speed and pump stop events can be confirmed based on the submitted log files. The patient experienced alarms when they connected to their power module at home. The alarms did not occur on battery power. The patient also presented with a 0.5 cm slit in the silicone sleeve of their driveline; however, the area underneath the slit did not appear damaged. X-rays and a log file from the time of the reported event were submitted to and reviewed by technical services. The x-rays revealed the patient¿s internal and external portions of driveline. The x-rays were unremarkable. The log file contained approximately 26 days of data, spanning from 02mar2019 02:58 to (B)(6) 2019 11:46, which captured numerous low-speed hazards and 5 pump stop events. Pump power, flow, and pi ranged from 2.5-6.8 watts, 2.0-7.0 lpm, and 3.3-9.5, respectively. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable and power module. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Review of the relevant sections of the device history records (documents 152153, 151632, 150963, and 146634) showed no deviations from manufacturing or qa specifications. The implant kit shipped on 17feb2015 on customer order (B)(4). No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 3 years 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was in clinic with concerns about having low flow alarms at home when on the power module. This did not happen while on battery. The patient had clamshell repairs to driveline in the past and presented with another 0.5 cm slit on the driveline. The wire underneath the slit did not appear to be damaged. The hcp was not able to reproduce the low flow alarms on the power module in clinic. History review of the log file showed the low flow alarms, on (B)(6) 2019 the speed dropped below the low speed limit. Review of the log file by technical services showed pump stops. These occurred on (B)(6) 2019 at 0108, (B)(6) 2019 at 0636. There were 4 low speed drops after the stops, the lowest drop was 2020 rpm. The last low speed drop was on (B)(6) 2019. Additional information was received on (B)(6) 2019 stated that the x-rays were reviewed and found to be unremarkable.